Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery (plcx). A 2.75mm x 15mm emerge¿ balloon catheter was advanced for dilatation. Upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the lumen and dried contrast in the balloon. Microscopic inspection found no irregularities or defects. Functional testing was done by inflating the emerge device with an inflation device filled with water, and inflating to rated burst pressure (rbp). The emerge device held pressure without leaking for 5 minutes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery (plcx). A 2.75mm x 15mm emerge balloon catheter was advanced for dilatation. Upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.